Manufacturer narrative:
Correction: h.6.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 5. It was discovered that fluid leaked from a hole in the patient line. The patient was advised to follow up with the pd nurse. In a follow up, the pd nurse verified the event. The patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics and patient has tolerated the treatment. The patient is using the same cycler.the cycler set was discarded.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 5. It was discovered that fluid leaked from a hole in the patient line. The patient was advised to follow up with the pd nurse. In a follow up, the pd nurse verified the event. The patient did not have any harm, intervention or adverse event associated with the fluid leak. The patient was put on prophylactic antibiotics and patient has tolerated the treatment. The patient is using the same cycler. The cycler set was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.